Event description:
It was reported that during ptca procedure, the shaft of the catheter fractureed inside of the pt. A second balloon was advanced into the guide catheter to secure the shaft fragments. The entire system was then removed and all pieces successfully retrieved.